Event description:
The customer reported a pump malfunction, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer ran out of insulin, indicating corrective action taken following this incident. Although a malfunction code was identified, it was reset successfully with assistance from technical support, and the same issue did not reoccur. The customer was advised to continue using the pump and to contact support if the issue happened again.